Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. The pump was unable to perform the self-test, unexpected error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, verify operating currents, or verify battery out limit alarm due to blank display. The pump was received with case scratched, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of battery out limit alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred after battery change. The customer received multiple batteries out limit alarms. The customer stated that the alarm reoccurred in less than 1 minute. The customer will be sent a replacement pump. The customer will return the pump for analysis.